Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and textured to smooth implant exchange. Device was explanted and replaced.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed three openings assessed as surgical damage. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.